Event description:
On (B)(6) 2011, pt reported the infusion set adhesive was too strong and the infusion set did leak. Pt stated he was unsure if the dampness was due to him just getting out of the shower. Pt stated he uses the insertion assist plus device. Pt reported the infusion set cannula was never bent or kinked. Pt stated he has had these issues about 3 or 4 times. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.